Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery pack fault" flags was a damaged battery connector on battery pack. Pin number four was bent on the connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack. The patient received a replacement battery pack.

Event description:
Lifecor customer support found multiple "battery charging fault" flags and one "battery pack fault" flag on a recent download from a male patient. Support contacted the patient and left a voice mail for the patient to contact lifecor regarding his lifevest. Patient called back in 2007. He wrote down the serial number of the battery pack in question. Support sent the patient a replacement battery pack.